Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: ddbb1d1, implant date: (B)(6) 2015. A 4470-boston scientific lead, 7070 st. Jude lead. (B)(4).